Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of an abdominal aortic aneurysm with 53 x 68 mm cross sectional maximum diameter. It was reported that during the index procedure, the bifurcate stent graft was inaccurately delivered. The physician mistakenly regarded the celiac artery as the renal artery, and as a result, suprarenal mesenteric artery (sma) as well as the right and left renal arteries were unintentionally covered by the stent graft. In order to restore the blood flow route toward the sma and renal arteries and also to treat abdominal aortic aneurysm, the procedure was converted to an open surgery. The physician cut and removed a part of the stent graft, which was located distal to immediately below the renal artery (the part that was distal to immediately below the flow divider marker of the endurant ii main body). The proximal part of the stent graft remaining in the blood vessel was anastomosed to a y-shaped artificial vessel. Then, the sma and the right renal artery were bypassed respectively to the y-shaped artificial vessel. After the open conversion was completed, a part of the bowel, about 5cm to 10cm, was discolored purple. Thrombotic occlusion was suspected, and the bowel was warmed up with hot water and heparin was infused into the artery for thrombolytic therapy. The physician closed the incision and plans to open the patient again the next day to check the bowel condition. Per the physician, if bowel necrosis is diagnosed, the patient would be transferred to another hospital to remove the necrotic portion of the bowel. Renal failure was suspected and there was risk of intestinal necrosis. The following day the patient underwent total removal of sigmoid colon, and a colostomy. However, the next morning the patient passed away. The cause of death was bowel necrosis. Per the physician, the cause of the inaccurate delivery was due to user error; as a result of keeping the low contrast volume, the image was unclear and thus the physician mistakenly recognized the celiac artery as the renal artery. No additional clinical sequelae were reported.

Manufacturer narrative:
Film evaluation results are: the films during implant of the stent graft was not provided. The exact cause of the inaccurate delivery leading to unintentional occlusion of the suprarenal mesenteric artery, unintentional occlusion of the right and left renal arteries, as well as the renal failure could not be conclusively determined from the pre-implant 3d recon photo. It is possible that the inaccurate delivery of the stent graft was due to user error; as a result of keeping the low contrast volume, the image was unclear and thus the physician mistakenly recognized the celiac artery as the renal artery. The exact cause of the thrombotic occlusion and bowel necrosis leading to total removal of sigmoid colon and patient death could not be conclusively determined from the pre-implant 3d recon photo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex.